Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and contains a suspected lead fracture. Additionally there were episodes noted of inappropriate sensing, inadequate therapy, and high impedance. The implantable cardioverter defibrillator (ICD)ïntained a problem with the header with excess medical adhesive placed directly by the lead port. The ICD was explanted and the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.